Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample with approximately 250 ml of solution in the reservoir. The reported condition of no flow was confirmed. Visual examination of the device showed no signs of blockage in the delivery tubing or the bladder that could have caused the reported condition. A functional test was attempted on the unit, but flow was not readily observed at the distal luer despite numerous attempts of forced prime. Through microscopic examination, the root cause was determined to be micro-air bubbles blocking the fluid path inside the glass capillary due to the filling method. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Event description:
Baxter received a report that an infusor had no flow during patient use. The device was filled with a solution of ifosfamide and mesna. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.